Manufacturer narrative:
The 29mm commander was returned inserted through full loader assembly, locked at the default position with full fine adjust used and no flex. Procedural imagery provided by the site revealed calcification observed in the patient anatomy. Visual inspection revealed the balloon burst proximal shoulder and propagates to the middle inflation balloon ending in a j-hook shape. The burst was longitudinal. No missing balloon material was noted. Due to the nature of the complaint functional testing was unable to be performed. Dimensional analysis identified all measured locations were within specification. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history found the complaint rate did not exceed the monthly control limit for the trend category balloon burst. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. Per the instructions deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences. During the manufacturing process, the commander delivery system was visually inspected and tested several times. During manufacturing and final inspection the commander was 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon burst was confirmed based on the condition of the returned device. Device investigation, DHR, and lot history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As mentioned in the description, during deployment with extra 2 cc's the commander ds balloon burst. The extra volume may have potentially subjected the balloon to higher pressure levels than the rated burst pressure of the balloon. Per IFU, 33 ml is the nominal inflation volume for use for a 29 mm delivery system. As described in the complaint description, severe calcified (stj) may have contributed to the balloon burst. Calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local over stretching, open cell impingement, or stress concentration on the inflation balloon. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and procedural factors (exceeded nominal inflation volume) may have contributed to the complaint events. The complaint was confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that patient factors (calcification) and procedural factors (exceeded nominal inflation volume) contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective action or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported via a field clinical specialist, during the procedure for a 29 mm sapien 3 valve in the aortic position via transfemoral approach for planned valve-in valve procedure with ascending aortic root graft in a pre-existing 29mm non-edwards surgical valve, during deployment with extra 2 cc's the commander delivery system balloon burst. Post deployment, the valve was in secured position, but angiogram showed moderate to severe paravalvular leak, which was reduced to mild after post dilation. The delivery system was successfully removed from the patient. No surgical intervention was required. The patient is doing well post procedure. Per medical opinion the cause of the balloon burst was due to patient factors severely calcified sinotubular junction (stj).

Manufacturer narrative:
Reference CAPA-20-00141.